Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported that customer received a motor position encoder error alarm. While attempting to clear alarm, a motion sensor test failure was received. Customer's blood glucose was 258 mg/dl. Caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. The insulin pump was unable to confirm alarm due to overwritten history file. The insulin pump was received with no physical damage noted.